Event description:
It was reported that the device exhibited post-paced t-wave oversensing (pptwos). Patient symptom and intervention were not reported.

Manufacturer narrative:
Further information was requested but not received.